Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to remove medication but the user with the role of medical assistant was unable to remove medication. A technical support specialist identified that users assigned to the medical assistant role were unable to remove items because the role was missing the required setting that controls medication removal at the device, informed them that users must also have the independent matrix type drawer access permission, in addition to being in the correct security group, to open a matrix drawer and remove items. A cross-check confirmed that the registered nurse (rn) role already had this permission, while the medical assistant role did not, provided the findings regarding the missing role configuration and submitted a low-priority product support engineer (pse) consult for assistance in locating the related configuration details, as only change history could be found. The necessary permission was enabled, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es post upgrade lead to user unable to remove medication with the security group of "ma". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.